Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 1 of 5. Air bubbles were found in unused lines and the drain line. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was advised to let the cycler air dry and use again the next day. In a follow up, the patient's caregiver verified the fluid leak event. The caregiver said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it without any further issues. The cycler set is available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 1 of 5. Air bubbles were found in unused lines and the drain line. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was advised to let the cycler air dry and use again the next day. In a follow up, the patient's caregiver verified the fluid leak event. The caregiver said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it without any further issues. The cycler set is available to return as a sample.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample product was received on 03/26/25 1ea complaint product sample from the customer without the original package or label identified. During the disinfection of the complaint product sample, a leak was found on the cassette film. During the visual inspection with the microscope a tear was observed in the cassette film. The reported event was confirmed during sample evaluation. During the visual inspection with the microscope a tear in the film was found, this kind of damage could have the following causes as per risk analysis: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The reported event was confirmed during sample evaluation.